Manufacturer narrative:
Concomitant medical products: product ID: 97755, lot/serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for non-malignant pain. It was reported that the device took too long to charge the implant. The patient stated it was taking him over three hours to charge the ins since implant, and a manufacturer representative (rep) told the patient had a bad cable. The ins was not keeping the charge for very long. The patient reported the rep stated this was due to a bad cable. A replacement recharger was sent to the patient. An out-of-box failure was reported. No symptoms or further complications were reported/anticipated. Additional information reported their circumstances leading up to the device not keeping charge was that there was no change on the patient's part. The patient attached a flowchart that described the events chronologically. Beginning with (B)(6) 2018, it took them an hour and 23 minutes to charge fully. Five days later, they noted the programmer (pp) battery pack showed lowered power charged to 100%. The next day the programmer and neurostimulator connected 2.5 hours programmer showed no charge, and the ins showed 90%. On (B)(6) 2018, they noted they had no power in their stimulator, and the next day they noted the pp was fully charged, they attached the ins for 1 hour and 44 minutes and it showed it was finished. They noted they had a problem with setting on the ins when it increased. Sometimes it was very strong- after a few seconds it returned to regular settings. They believed there was something wrong wi th this unit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.